Event description:
The duett device was deployed following an interventional procedure (via a 6f sheath in the right common femoral artery). Deployment issues noted were that the pt had significant scar tissue, and the physician was only able to deliver 4 cc of the procoagulant. Shortly after duett deployment, a hematoma began to form. The hematoma was noted to be greater than 6 cm per vsi's field personnel. Treatment consisted of manual compression to the site, and the event was resolved without further complications.